Event description:
It was reported that patient arrived for a pump disconnect and it appeared that none of the medication was infused even though the pump stated that 345ml of the 365 ml bag had been delivered. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.